Event description:
On (B)(6) 2012 customer reported that the dxh 800 instrument recovered erroneous high eosinophils (eo%) on a patient sample. No instrument generated flags were provided. No erroneous results were reported out of the lab. The manual smear was prompted when an eosinophila operator-defined definitive message was triggered, and eosinophils were not observed on the manual smear. The manual smear was reported as correct. The specimen was rerun two days later on the lh750 instrument and confirmed the low eosinophil results (result was consistent with manual smear). Field service engineer (fse) evaluated the instrument and was not able to reproduce the problem with the eosinophil after running quality control and reproducibility. Fse compared samples to the lh750 instrument and found no problems. The root cause of this event is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): beckman coulter, inc.'s analysis of the raw data collected for this event revealed a neutrophil population with higher than usual rlsn (rotated light scatter). In addition, the separation between the monocyte and neutrophil population was larger than expected in the rlsn. These two factors drove the algorithm to label the neutrophil population as eosinophils. Neutrophils with large rlsn values were usually present in neutrophil cell with changes in granularity properties. Customer did not indicate any neutrophil morphological abnormalities in the patient sample.